Manufacturer narrative:
Investigation revealed that there was no system malfunction. The user reported that there were navigational integrity issues while navigating an implant in the procedure, and that an implant was replaced intra-operatively. Case logs were requested for investigation, but only system and gmas logs were provided. Due to the limited information in these files, our investigation into the root cause was inconclusive. However, it was noted that the user placed the left-sided screws before placing the right-sided screws. For robotics cases, it is recommended that the user places screws in a serpentine pattern moving towards the dynamic reference base (drb) to limit changes in patient anatomy relative to the drb for multi-level surgery. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. If the anatomical landmark check is inaccurate, the user can reregister via the "life-saver" or "bail out" button. The user correctly opted to re-register the patient and all implants were placed successfully. The system was left functioning properly. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. Cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.